Event description:
In 2008, the peritoneal dialysis (pd) nurse alerted baxter that a pt discovered a hole underneath a clamp in the tubing of the homechoice cassette about 4 days before. The pt presented to the dialysis center on that day with abdominal pain and cloudy dialysate. The home pt's nurse indicated the pt had developed peritonitis. The home pt was treated outpatient with vancomycin and gentamycin. Four days later, the pt's fluid was clear. The home pt was scheduled for another dose of antibiotics two days later.

Manufacturer narrative:
The customer discarded the sample.